Manufacturer narrative:
Sample is expected to be returned for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Tip of the product broke off in the patient.

Manufacturer narrative:
Argon has made three requests for the return of the device. As of the date of this report, the sample has not been returned. Without such evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be submitted.

Event description:
Tip of the product broke off in the patient.